Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. The physician reported that the cause of the torn leaflet may be due to a non-medtronic guidewire. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, prior to valve deployment, the patient became hypotensive after the delivery catheter system (dcs) had crossed the native valve. The valve was not deployed and the dcs was pulled back. An echocardiogram showed a tear in the native valve leaflet and an occlusion of the left main coronary artery was noted. The exact cause of the tear and occlusion were not known but the physician stated they were possibly caused by the non-medtronic guidewire. A decision was made to proceed with deployment and the valve was implanted, however the patient expired during the procedure. An autopsy was not performed. It was reported that the cause of death was due to the coronary occlusion and aortic insufficiency. Per the physician, there was no allegation against the valve or its function nor was there any allegation that the valve contributed to the patient's death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.